Event description:
A medtronic representative reported that during a posterior spine fixation procedure when they tried to remove the probe from the patient, the tip broke off. About 37mm of the tip was remaining in the patient. The surgeon was able to use pliers to remove the remaining piece with no fragments left in the patient. There was a one hour delay to the surgery and no patient impact.

Manufacturer narrative:
Patient weight was unavailable from the site. The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the instrument had been broken off. There were tool marks on the broken tip. Otherwise, the break appeared to be clean. The reported event was confirmed. The device was replaced to resolve the issue.